Event description:
The customer reported that they were getting an iris pot error on the doghouse mainframe. There was patient involvement with no injury.

Manufacturer narrative:
The ge service rep found the collimator clutch and gear for iris mechanics was loose. He tightened and tested for boot up sequence and the problem never returned. The system functions as intended.